Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch:(B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to cerebrospinal fluid (csf) leak and headache. It was believed that it was not device related. Blood patch was performed. The patient was reportedly doing well.